Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the system error 2240 was due to air being sucked into the disposable because there was a loose connection between the transfer set and the patient line. The cause was a loose connection. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
A home patient (hp) contacted the technical center regarding a homechoice (hc) that was alarming with system error 2240 (air in line). The hp stated that when the hc started alarming, she noticed that she was not completely connected to the patient line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was not aware of the incident. The rn was made aware that the hp was not completely connected to the patient line during therapy. The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.